Manufacturer narrative:
Inspected one random opened and used sensor and found sensor cannula contact pad damaged (wrinkled) unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose. Her blood glucose was 397 mg/dl and her blood glucose went up to 475 mg/dl . She woke up with a blood glucose of 45 mg/dl and she had her sensor off because friday it kept going off and she thinks it may be due to over calibration. The customer was treated with glucose tablet . The customer declined troubleshooting. Customer did not allege pump was over delivering . Insulin pump will be returned for analysis.